Event description:
Product complication: none. Time of complication: post-procedure, date of occurrence was not reported. Symptoms: infection, pseudo aneurysm and blood clot. It was reported that the pt had an acculink stent implanted in the right internal carotid artery in 2005. The pt has a history of renal failure and subsequently had a vasoperma catheter placed in the jugular vein on the same side as the acculink stent. The patient returned to the hospital with the vasoperma catheter infected and required additional hospitalization. Approximately five days after being discharged the patient returned with right-sided swelling and a pseudo aneurysm near the carotid stent. It was elected to remove the stent 2 months later as the stent was no longer opposed to the vessel wall due to the aneurysm. The patient experienced a small stroke described as a "clot latten" yield, with clots found inside the aneurysm. Half of the stent was sent to pathology and half to culture. The culture report indicates that no growth was found. No additional information was available.